Event description:
It was reported by the patient that one day post implant they were experiencing muscle twitching in their abdomen when they lay down and in other positions. Follow-up with the clinic revealed the patient was seen for a reprogramming intervention to address the patients symptoms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).